Event description:
It was reported when using the bd pyxis medstation es system had drawer issue when user trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with the drawer. The field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the field service engineer investigated the device.